Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm angled tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure, the tip of the guidewire broke off. The detached fragment was then snared with a non bsc wire and the procedure was completed with a different device. No patient complications were reported and the patient's status was great.